Event description:
A customer reported a malfunction on their insulin pump, but no notable events preceded the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support with the pump reset information and successfully reset the device, preventing recurrence of the malfunction code. Technical support confirmed the customer could continue using the pump and advised them to return if the issue recurred.